Event description:
It was reported to adac that a collimator fell off the detector onto the floor. The collimator fell when gantry rotate was initiated, subsequent to a collimator exchange procedure. No injury was reported as a result of this incident.